Event description:
It was reported that during the device change-out procedure for eri, the lv lead would not disconnect from the device. The set screw would not loosen. The physician cut the lead and the device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.the reported field event of the inability to loosen the set screw was confirmed in the laboratory. Visual inspection identified silicone, septum material inside the lvtip set screw hex cavity. This material prevented full insertion of the torque driver in the hex cavity and resulted in difficulty loosening the set screw.